Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. Assisted with performing a self test and self test was passed. Customer was able to rewind. Insulin pump had received pump error multiple times. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.